Event description:
It was reported the right atrial (ra) lead impedance measured in the 300 ohms range (bipolar) and that previous measurements had been in the 600s. During a routine device change out, the ra lead was checked with the analyzer and the impedance was 273 ohms. It was noted that the patient uses the atrial lead approximately 36 percent and that the capture and p-waves were acceptable so the physician elected to reprogram the ra lead pacing to unipolar and keep the ra sensing bipolar. It was noted that the impedance was 300 ohms post operatively. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.